Event description:
It was reported that the torque wrench broke during final tightening.

Manufacturer narrative:
Method: visual inspection;device history review; complaint history review; risk assessment; results: the hex-tip on the returned instrument was confirmed to be broken. Conclusion: the main cause of the breakage was determined to be the incorrect heat treatment of the torsion shaft material which resulted in embrittlement.

Event description:
It was reported that the torque wrench broke during final tightening.